Event description:
It was reported via repair work order that the stretcher would zoom in unintended direction due to a malfunctioned load cell. The push handles on the litter were broken with sharp edges exposed due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via repair work order that the stretcher would zoom in unintended direction due to a malfunctioned load cell. The push handles on the litter were broken with sharp edges exposed due to a broken weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.